Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient desired a system explant after multiple reprogramming attempts. It was unknown when this event started to occur. The system was explanted on (B)(6) 2018. There were no further complications reported or anticipated.